Event description:
It was reported that the user received a ¿pairing failed¿ message when attempting to connect the freestyle libre 3+ sensor to the ilet bionic pancreas, was instructed to rescan the sensor, after which the sensor initiated warm-up on the ilet and functioned as expected. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts, no alarms, and no need for medical care. User support included guidance to rescan and confirm sensor status, with successful pairing and transition to warm-up indicating restored operation. Investigation of this case revealed a transient pairing difficulty that resolved with standard troubleshooting, consistent with a communication or setup issue rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device setup interaction and system communication behavior.